Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was used to treat a heavily calcified left main artery and left anterior descending (lad) artery. The lesion was crossed with a teleport catheter to exchange for a viperwire advance guide wire with flex tip. Glideassist was activated to advance across the mid lad and a low-speed treatment was performed into the distal left main artery. Angiographic imaging revealed a minor perforation of the proximal lad. Balloon angioplasty and stent placement was used to treat the perforation. The procedure was completed as expected without further complication. The patient was in stable condition.

Manufacturer narrative:
The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).